Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, longitudinal stent deformation occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 70% stenosis and was 6 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. Post procedure core lab angiography on the same day revealed presence of stent deformation. Core lab angiography comments noted that there was longitudinal stent deformation afer balloon post-dilatation. The pre-deployment stent length/stent length pre-deformation was 11.46 mm and post deployment stent length/stent length post-deformation was 8.27 mm. On the following day, the patient was discharged on dual antiplatelet therapy.